Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump received pump errors. The customer¿s blood glucose level was 411 mg/dl at the time of incident and the current blood glucose level was 311 mg/dl. The customer was treated with bolus. Customer reports the no symptoms related to their high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports customer does not allege insulin pump was under delivering. Troubleshooting was assisted. The insulin pump and the reservoir will not be returned for analysis.